Event description:
It was reported that nurse stated the arctic sun device had been alerted 113 reduced water temperature control. Tried to cool patient to targeted temperature of 36.6c, patient temperature was 36c and water temperature was 29c. They were received alert multiple times. System diagnostics showed that the outlet monitor temperature was 29.5c, outlet control temperature was 29.6c, inlet temperature was 29.9c, chiller temperature was 4.4c, water flow rate was 2 l/m, inlet pressure was -7psi, circulation pump command was 66 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level was 5, system hours were 3727.9 and pump hours were 3468.5. Advised arctic sun device needs to be sent to biomed labeled 113 (reduced water temperature control). Walked through stop therapy, drain pads and connect to new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated the arctic sun device had been alerted 113 reduced water temperature control. Tried to cool patient to targeted temperature of 36.6c, patient temperature was 36c and water temperature was 29c. They were received alert multiple times. System diagnostics showed that the outlet monitor temperature was 29.5c, outlet control temperature was 29.6c, inlet temperature was 29.9c, chiller temperature was 4.4c, water flow rate was 2 l/m, inlet pressure was -7psi, circulation pump command was 66 percentage, mixing pump command was 100 percentage, heater was 0, water reservoir level was 5, system hours were 3727.9 and pump hours were 3468.5. Advised arctic sun device needs to be sent to biomed labeled 113 (reduced water temperature control). Walked through stop therapy, drain pads and connect to new device. Per sample evaluation results on 31oct2023, it was reported that the pressing up on the power switch slightly beyond the normal on position momentarily cuts power to the device. Decontamination tech notes indicated the control panel did not boot when power on. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. The double bend tube and the chiller evaporator outlet tube were expanded, and replacement of the tank seals due to lifting from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as an alert 113 was present and a test mixing pump was used during decon to cool. Serviced the mixing pump. Pressing up on the power switch slightly beyond the normal on position momentarily cuts power to the device. Decontamination tech notes indicated the control panel did not boot when power on. Signs of electrical overstress on both connections between the power inlet module and the ac main voltage circuit card. The double bend tube and the chiller evaporator outlet tube were expanded, and replacement of the tank seals due to lifting from the tank. Completed the 2000-hour pm procedure on the device. Preventatively replace the power inlet switch lot number 1218 with lot number 2223. Preventatively replaced the ac main voltage circuit card sn (B)(6) with sn (B)(6). Serviced the circulation pump sn (B)(6) replacing heater lot 1915 with lot 2230, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.